Event description:
Staff members were treating a 62 year old pt who was experiencing chest pain and had a prior history of myocardial infarction. The unit's monitor screen displayed a flatline for an ECG trace. There was no adverse effect on the pt.